Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to failure of the printed circuit board. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the high flow insufflation unit had the front panel black out. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to an abnormal performance in the front panel caused by the faulty printed circuit board. Olympus will continue to monitor field performance for this device.